Event description:
It was reported that patient¿s device system was explanted due to a suspected abdominal wound infection. Drainage / incisional wound opening were noted at the device pocket. It was a ¿prophylactic removal of all recently implanted devices¿. Cultures were taken and no infection was found. Patient remained on antibiotics and per reporter was to have a re-implant at some point in the future. The patient was doing very well with the therapy prior to explant. Patient status as of the date of this report was noted as ¿alive with no injury¿. It was also stated that the patient had recovered without issue. The device(s) were discarded and not to be returned to the manufacturer. Drug delivered via the device was prialt/ziconotide. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information received reported the event was not related to the prialt therapy. A follow-up report will be sent if additional information becomes available.